Event description:
Reportedly, on (B)(6) 2013, the pt was admitted to the hospital due to congestive heart failure. Upon interrogation, the device was found in standby mode. The re-initialization performed afterwards was successful.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.